Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No numbers ramping or scroll bars moving up noted. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 280 mg/dl at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.